Event description:
During coronary artery bypass grafting a leak developed in the oxygenator requiring that bypass be terminated to replace the oxygenator. The exchange took place uneventfully. The pt suffered a post-surgical cardiac arrest requiring resuscitation. Subsequent neurologic evaluation indicates a right brain ischemic infarct of possible embolic origin.